Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator . The patient's medical history was reported to include shoulder surgery and back surgery. It was reported that the scs was turned on at the post-operation appointment on (B)(6) 2018, where initial programming was done. The patient claimed to have no relief, a lack of efficacy, and that they feel their pain is worse. At implant, the lead was very laterally and was not being used in programming. The impedances were tested to be good. It was noted that the patient may have been using the stimulator at a high amplitude. The manufacturer representative encouraged them to turn it down. It was discussed with the health care provider (hcp) and an x-ray would be performed on (B)(6) 2018. Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2018, reporting that imaging showed the leads were placed similar to implant although the right lead seemed anterior. Reprogramming was performed but the patient stated they had no relief. The hcp would be meeting with the patient and the manufacturer representative was waiting to hear the decision made. The patient declined further reprogramming. The issue was not yet resolved. No further complications were reported.